Event description:
It was reported that the patient experienced a return of pain. It was indicated there was a confirmed catheter kink. It was also reported that the cause was unknown and the catheter was "presumed kinked". The total system was replaced; both the pump and the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. (B)(4).